Manufacturer narrative:
The stapler sheath accessory will not be returned to intuitive surgical inc., (isi) for evaluation however, a picture of the accessory was provided. Failure analysis was performed on the accessory based off of the picture. The picture provided showed a hole on the distal end of the sheath. If the sheath were fully installed on a stapler instrument, the location of the hole would approximately align with the wristed part of the stapler. An axial tear or cut on the side starting at the distal end of the sheath was also observed. The reported event indicated that the stapler became jammed in the cannula so it is possible that the hole damage was due to difficulty of instrument removal, however less likely that the axial tear was caused by removal of the instrument from the cannula. Based on the information provided, this complaint is being reported due to the following conclusion: the stapler sheath accessory allegedly tore during instrument removal even though the instrument was removed with the instrument's wrist straightened. At this time, it cannot be confirmed if a piece from the stapler sheath accessory fell inside the patient. No patient injuries were reported.

Event description:
It was reported that during a da vinci abdominoplasty procedure, it was observed that the endowrist stapler sheath accessory was ripped and a piece was missing in the patient. According to the customer, the stapler instrument was not straightened out when it was removed causing the issue. The clinical sales representative (csr) was present for the case and noted that the piece missing from the stapler sheath accessory was about the size of an eraser tip and that the site was attempting to look for it. According the to the csr, there was no injury to the patient and was unsure if the missing piece would be retrievable from the patient. The csr also indicated that it was not likely that the site will be using any imaging in an attempt to locate the missing piece from the stapler sheath accessory; however, the site was making an attempt to locate the missing piece but was unsure of retrieving it. On september 09, 2015, intuitive surgical inc., (isi) received additional information from the csr. According to the csr, the patient is doing ok and there were no injuries as a result of the incident. The csr indicated that it is unsure if the stapler sheath accessory fell inside the patient and if there was truly a missing piece from the sheath. A precautionary report was made. The instrument was used as designed and upon removal it became jammed in the cannula and on the patient cart instrument arm. The procedure continued as normal and it was unknown whether or not there was a piece of sheath left behind and the surgeon was not concerned. There was no surgical task being performed when the event occurred and there was no post-operative test or x-ray done. The other instruments in use were the fenestrated bipolar and tip-up fenestrated grasper. Many instrument exchanges took place throughout the procedure and were done so correctly with wrists straightened. There were no instrument collisions with other instruments or tools.